Event description:
A malfunction was reported on a pump by the customer. There was no known adverse impact to the customer¿s blood glucose level as the customer declined to provide specifics. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer understood and agreed to.